Event description:
Affiliate reported that fluid did not flow through the device, due to some blockage and the device needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The valve and attached silicone catheter could be flushed with no resistance. The original catheter 2.5-inches is elongated with a barbed connector and 11 inches of catheter. Resistance was not felt when flushing the valve and catheter with fluid. The reported flow issues/blockage was not verified in the laboratory. This valve/catheter was patent as received. Leakage was seen from pin hole leaks on the dome. No other leakages were found. Clear particle free fluid was collected. This valve could not be programmed as received. Visual examination of this valve revealed excessive debris throughout the internal components - the ruby ball appears to be stuck. This material is consistent in appearance with material previously identified as biological residue. Once valve was flushed, programming was not restored. This valve could not be re-programmed. It is likely that debris is preventing movement of the cam/mechanism deeming the valve non-functional. Leakage was not seen when flushing the valve with fluid. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.